Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No scrolling buttons noted during testing. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll while attempting to program a bolus. Customer's blood glucose was 180 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.